Event description:
It was observed that during the device evaluation, the rigid video scope experienced an anti-cloudy function error code, also a heater function error occurred and failure of universal cable and r-unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the anti-cloudy function error code, could have been due to the heater function error, which was displayed as a result of the failure of the universal cable and r-unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.